Manufacturer narrative:
Previous stroke events were reported under MFR # 2916596-2022-10425 and MFR # 2916596-2022-10424. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a transient ischemic attack (tia) and abnormal pump sounds in clinic. The pump sound sounded like extra static. The patient was stable with a mean arterial pressure (map) of 76 and a lactate dehydrogenase of 231 and consistently therapeutic international normalized ratio (inr) and no current symptoms. The patient had a history of stroke. The head computed tomography was negative and all neurological symptoms have resolved. The echocardiogram would be checked next month. The log files did not show any unusual events and appeared to be functioning as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: he report of abnormal pump sounds could not be could not be confirmed through this evaluation. A specific cause for the abnormal pump sounds and transient ischemic attack (tia), as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. The controller event log file contained data from 08apr2022 through 13apr2022. The lvad event log file contained data from 13apr2022. No notable events or alarms were captured. The pump appeared to function as intended at the set speed with stable temperature, calculated flow mean, rotor displacement, and rotor noise values. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C, and the heartmate 3 lvas patient handbook rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists other neurological events (not stroke-related) as adverse event that may be associated with the use of heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists neurologic dysfunction as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. This section also provides information regarding anticoagulation, including recommended international normalized ratio (inr) range. These sections also instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The sections of the heartmate 3 lvas patient handbook entitled ¿introduction¿ and ¿living with the heartmate 3¿ state to call your hospital contact right away if you notice a change in how your pump sounds, feels, or works. Even small changes should be reported. The section entitled ¿handling emergencies¿ explains to ¿call your doctor right away if you notice a sudden change in how your pump is working (even if there is no alarm). Remember, you know best what is normal for you and your pump.¿ the patient handbook also instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.